Manufacturer narrative:
(B)(4). Medical product - vanguard cr left femoral 70mm catalog 183032, lot unknown; biomet cc I-beam tray 75mm catalog 141224, lot unknown; unknown biomet arcom 3 peg/post. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06288 and 0001825034-2018-06289. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a manipulation due to unknown reasons approximately two months post left total knee arthroplasty. No additional information is available.